Event description:
Customer reported that a pt skin burn occurred during an ablation procedure, using a sockert ep-shuttle rf generator while a 3m-single split electrode was placed on the pt's leg.

Manufacturer narrative:
Investigation of this complaint is ongoing. This report will be updated after the investigation is completed.